Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the mid-right coronary artery that was mildly tortuous, heavily calcified and 100% stenosed. The mini trek 2 x 12 mm balloon dilatation catheter was used for contemporary reverse controlled antegrade and retrograde subintimal tracking (cart), where the mini trek was advanced antegrade approach while the asahi suoh and the gaia guide wires were advanced by retrograde. The mini trek 2 x 12 mm balloon dilatation catheter ruptured during the fourth inflation at 8 atmospheres. The procedure was aborted as a significant amount of time had already been used for angiography. There were no adverse patient effects. No additional information was provided.